Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. Additionally, it is possible that a buildup of procedural contaminants (blood, contrast) resulted in the reported product quality problem (spring on the device feels different) difficulties; however as the device was not returned for analysis this cannot be confirmed. A conclusive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as (B)(6) 2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported in a general comment that the indeflator cannot be trusted for usage. The spring on the device feels different and the valves were leaking a significant amount of blood. The volume is high in the demand for using the indeflator and their procedures depend on the device. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.